Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave nav catheter 31mm was selected for use, upon introducing the farawave nav catheter into the left atrium (la) with proper technique, splines were bunched and inverted. In attempt to free splines with guidance, physician also felt resistance (more than usual) and upon manipulation of the guidewire, it was stuck in lumen of catheter. Physician pulled back wire and catheter into sheath and reintroduced it with proper technique into mid chamber with no resolution of splines. Upon checking wire, it was stuck in lumen of catheter. It would not move back despite pulling back on it. No patient complications were reported.